Event description:
Patient with a pneumothorax in ICU. A fuhrman drain had been placed for treatment and all was going well, as drain use was ok. During doctor visit, he saw there was a disconnection between drain and hub, so the doctor decided to remove the placed drain and use a new one. Rep does not know if it is the same fuhrman which had been placed or other drain device. No part of the device remained inside the patient. The patient did require additional procedures due to this occurrence: damaged catheter has been removed to place a new one. Patient has been exposed to strong pneumothorax risk and respiratory failure. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
No consequences to the patient were noted. Fitting separation is not specifically labeled. A visual examination of the returned device showed that the drain had separated from it's connection; however, the flare was not deformed in any way. During the final inspection for non-angiographic catheters and nephrostomy pigtail it is confirmed the flare is securely seated in adapter and the tubing does not turn in fittings. The joints must be secure and it is confirmed the flare is not folded over opening in adapter and fitting is secured. Appropriate design control activities have been completed. A manufacturing change was made changing from a cap and adapter style fitting to a inserted molded hub. Quality engineering risk assessment (qera) was used to evaluate the associated risk. We will continue to monitor for similar complaints. No action is necessary at this time as there is insufficient risk due in part to low severity and high detectability.